Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, loose stool and vomiting. The cause of the event was reported as due to loose stool. The patient was hospitalized on the same day as the onset and was discharged two days later. The patient was treated with injection of vancomycin (1 gram, route, frequency and duration not reported), amikacin injection (500 mg, intraperitoneal, start dose, then 100 mg, one bag per day, ongoing) and meropenem injection (500 mg, intraperitoneal, one bag per day, ongoing) for peritonitis. At the time of this report, the patient has recovered from the event and pd therapy was ongoing. No additional information is available.